Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be update

Event description:
Olympus was informed that during maintenance at the olympus regional repair center in (B)(4), error message e433 was found in the error log of the esg-400 electrosurgical generator. However, the error did not occur during the inspection. Since the failure was found during maintenance, no procedure or patient was involved.

Manufacturer narrative:
Correction: h6 - medical device problem code. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to the rrc on 2022/08/01). The evaluation/investigation at the rrc confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. However, the rrc replaced the generator board since this was the old type. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.